Manufacturer narrative:
(B)(4). The device was returned for evaluation. Difficult to position/guiding catheter resistance was not confirmed. A tear was noted in the guide wire exit notch, which likely occurred due to interaction with the guide wire as a result of inadvertent mishandling. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a bifurcation lesion between the left anterior descending artery and the circumflex artery. Pre-dilatation was performed and the 3.5 x 33 mm xience prime stent delivery system (sds) was advanced, but met resistance, and could not exit the guiding catheter. A 3.5 x 33 mm xience pro sds was advanced, but also met resistance and could not exit the guiding catheter. Both devices were easily removed from the guiding catheter without resistance. Two new 3.5 x 33 mm xience prime sds were used successfully with the same guide wires and same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the there was a tear in the guide wire exit notch for a length of 4mm. No additional information was provided.